Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. She said her son's bg levels were rising throughout the school day and he gave himself a correction bolus to counteract the escalating numbers. Patient also initiated a temporary basal program, increasing the insulin dosage by 25 percent. When the patient got home from school, his mother replaced the pod with a new one. Upon removing the pod, it was noted that the cannula appeared bent. Patient's mother also reported there to be "a lot of blood" at the infusion site.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. After evaluation, it was determined that the product performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. There was no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to high blood glucose levels. In addition, the investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.